Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to loss of capture and because it was non-functioning. The patient had been notedly symptomatic due to lacking synchrony between the leads. Everything improved when the new ra lead was implanted. No additional adverse patient effects were reported.